Event description:
It was reported that the patient had undergone testing that revealed ventricular tachycardia and supraventricular tachycardia, but no episodes were recorded by the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.